Event description:
On (B)(6) 2018, a 17mm master series valve was implanted in an infant patient. On (B)(6) 2018, the valve was explanted and replaced with a second 17mm mechanical heart valve. Additional information has been requested.

Manufacturer narrative:
An event of an explanted valve was reported. Morphological and histopathological examination revealed limited mobility of both leaflets due to organizing thrombus in the recessed pivot areas. There were entrapped inflammatory cells within the thrombus, but no true inflammation. Pannus encroached onto both orifice rim sections. No calcifications were present in the attached tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the organizing thrombus remains unknown without further information regarding patient comorbidities.

Event description:
On (B)(6) 2018, a 17 mm master series valve was implanted in an infant patient. On (B)(6) 2018, the valve was explanted and replaced with a second 17 mm mechanical heart valve. Additional information was requested, but not provided by the physician or hospital.

Manufacturer narrative:
Additional information received on explant of second valve and implant of a third valve. Note: information regarding the second valve and third valve will be reported under (B)(4).

Event description:
On (B)(6) 2018, a 17mm master series valve was implanted in an infant patient with av canal defect. Due to thrombosis, the valve was explanted on (B)(6) 2018, and replaced with a second 17mm masters valve heart valve. On (B)(6) 2018, the second 17mm masters valve was explanted due to recurrent thrombosis. At that time, the patient received a melody transcatheter valve in the mitral position. The infant recovered and is maintained on lovanex and aspirin. Per report, the infant is discharged.